Event description:
The pt was placed in a supine position on the operating table. General anesthesia had been induced. The left chest was opened in the usual fashion. Dissection was carried down until the pocket containing the port was identified. This was opened and the port was separated from the surrounding tissue. The fibrous sheath around the catheter was then separated. However, the surgeons encountered substantial resistance with interaction of the soft tissue and the catheter. The catheter was then transected and a number 21 wire was advanced through the entire length of the catheter. Interventional radiology was contacted and through a combination access of the right groin and right neck, they were able to remove the intravascular component of the remaining catheter. A segment of the catheter remained in the cephalic vein, but this is clearly strongly affixed to the vein. Dressings were placed on the right groin and the right neck. Marcaine was injected into the left shoulder. This incision was closed in 3 layers using a polysorb suture and rapid-absorbing vicryl in the skin. Dressings were placed. The pt returned to the recovery room in good condition.